Manufacturer narrative:
Approximate age of device - 24 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported drop in hemoglobin level could not be determined through this evaluation. The submitted system controller event log file contained approximately 1 day of data from 03dec2018 to 04dec2018 and showed the pump operating at the fixed speed of 5000 rpm with a low speed limit of 4600 rpm. No abnormal reductions in pump speed below the low speed limit were captured throughout the log file. Three transient low flow fault flags were noted on (B)(6) 2018. All of the low flow events were associated with a calculated average flow value of 2.4 lpm, which is just below the low flow hazard alarm limit threshold of 2.5 lpm; however, the low flow events did not last long enough to result in active low flow alarms. The controller periodic log file as well as the lvad event and periodic log files did not capture any low flow events or atypical alarms and showed the pump operating normally with stable parameters. The system appeared to be operating as intended. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 for confusion the day prior on (B)(6) 2018 in the morning hours. There were noted dropped in speed upon device interrogation by the healthcare provider. The patient was at baseline and inr was therapeutic. Hemoglobin(hgb) was dropped to 7.1 on admission. A head CT was done at an outside facility was negative. Review of the log file by the manufacturers technical services representative showed 3 low flow advisories on (B)(6) 2018. There were no other unusual events seen within the log file, additional information was received on 20mar2019 stating that the source of the bleeding was unknown because no scope was completed. The patient was transfused with 3 units of packed red blood cells. Blood pressure medications and diuretics were held due to hypertension. Hemoglobin was stable at discharge and had no further events. No additional information was provided.